Event description:
It was reported the pt underwent surgery due to inflammation. During the surgery, no anomalies were observed upon visual inspection but tension was noted in the posterior vaginal area. Segments of the monarc were explanted and another mesh device was left in place. (Refer to MFR report #2183959-2013-00988) no additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.